Event description:
A dexcom g7 sugar received, which was set to have sound warnings to warn for my minor low at 80mg/dl, failed to warn me both at 80mg/dl and at 55mg/dl, and it was only when I felt bad that it told me my sugar was 43mg/dl. The fact that this device failed to warn me both at the base low and the urgent low is an emergency, and as I also suffer from epilepsy and seizures may be caused by low sugar, it could also have caused a seizure. The receiver serial number is (B)(6) and the meter (which certainly is not the fault) has a serial number of (B)(6). Fortunately, I was able to detect the low sugar from my head.